Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that bilateral s1 leads migrated and confirmed under fluoroscopy and as such surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.